Event description:
The customer reported that the device stuck on tissue and would not release. There was no patient injury. The site was unable to provide additional information as to how the device was removed from tissue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.